Event description:
Pt called lfs in 8/2003 alleging the meter would not turn on when inserting a test strip. The pt reported no high or low blood glucose symptoms while attempting to test. Pt went to the doctor to test the blood sugar and the result was 108 mg/dl. No treatment reported. The issue was not resolved with troubleshooting. No further info has been reported.